Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 8/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the battery compartment was found to be cracked on threads above and below the bumper pad. The battery cap was able to secure to the pump. Unrelated to the event the display was found to be dim with a reddish tint, and the bolus button cover was found to be torn.